Event description:
It was stated that the customer was treated for high blood glucose levels. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The nurse stated that the customer bolused for lunch and dinner, but those boluses were not recorded in the history. Ran a few test boluses and they recorded correctly in the history. The insulin pump was unable to prime as insulin shot out in a stream. Advised that insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.